Event description:
A consumer reports, that following intraocular lens (iol) implant surgery, his vision "vibrates" with eye movement, causing discomfort and slight pain. These vibrations are easily noticed when observing the eye. Additional information, including patient status has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 06/29/2007. Additional information was requested and received. A completed questionnaire has not been received.